Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02944. It was reported that the catheter broke. The target lesion was located in the right kidney. Two 8/24 percuflex¿ nephroureteral stents were selected for use. During the procedure, when pulling the string to form the proximal loop of the nephroureteral stent, it was noted that the string cut or cracked the proximal portion of the stent longitudinally. This happened for both devices. The procedure was completed with a 28cm percuflex¿ nephroureteral stent. No patient complications were reported and the patient's status was stable.